Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports (same patient/different certas valves). Other mfg report numbers: 3013886523-2026-00087. 3013886523-2026-00088. 3013886523-2026-00089. 3013886523-2026-00076. This report is for original valve placed on (B)(6) 18 - explanted (B)(6) 2023 (clogged with arachnoid). An account manager reported: "7-year-old female with complex medical history, left sided hemispherectomy secondary to medically refractory epilepsy from hemimegancephaly, shunted hydrocephalus s/p multiple revisions resulting in a ventriculoatrial (va) shunt with certas at 3, s/p suboccipital craniectomy c1 laminectomy for acquired chiari malformation due to microcephaly from chronic shunting and previous surgical history. "In the past, she has demonstrated escalation to cardiac arrest and CPR with shunt malfunction due to severe brain stem compression because of the reduced posterior fossa volume secondary to her microcephaly and anatomy of her subocciput. She thus underwent posterior vault expansion with foramen magnum decompression (B)(6)25. Two days later she declined neurologically and required right sided decompressive hemicraniectomy with the hope of improving her brainstem right to left shift." "On (B)(6) /25 she returned for reconstruction of the right sided decompressive hemicraniectomy site with autologous cranioplasty." "In the ensuing months, she developed intermittent headache, nausea, and emesis. CT scans did not show concern for hydrocephalus, but her vault was collapsing secondary to bone resorption. Concerned that she was progressing towards syndrome of the trephine again, dr c. Began plans for re-construction with a custom implant." "Prior to this being accomplished on an elective basis, she presented with acute worsening changes in mental status and collapse of her vault. She was significantly more symptomatic on this admission with significant bone resorption than two weeks prior during an office visit with dr (B)(6)." "On (B)(6) 26 she returned emergently to the or with the plan of re-creating a temporizing situation where the shunt would be set back to 8 to allow her to reaccumulate fluid in the left sided subdural space. She underwent complex craniectomy for decompression and allowance of time for implant to be created." "Despite shunt setting at 8, she was noted to have markedly sunken cranial flap the following morning, progressed to being obtunded with vomiting and pupillary changes. She went for emergent ligation of distal atrial catheter and externalization of shunt, with valve in situ. Her external drain was set to zero cm water, opened, and leveled at heart (again, with valve in situ and set at 8)." "Valve was subsequently lowered to 7, but she seemed to develop csf over-drainage symptoms, and was increased to 8 and then set to 8 with evd clamped and allowed to drain 5cc/hr." "She returned to or (B)(6) 26 for kls custom cranioplasty and planned revision of shunt with full externalization (removal of valve) for drain trial due to inconsistencies of in situ valve. Valve was interrogated intra-operative by myself, noted to be at setting of 8. It was taken to back table sterilely and shunt tubing was placed to allow for use of manometer. Saline was placed to height of around 70cm and then manometer opened to valve. Meniscus with rapid emptying to below 5cm and noted to exit from distal opening of valve. Assurance of connected tubing being on tight, no leak, was noted. Again, filled and noted same result. Dr. (B)(6) was summoned to verify and same results x2. Valve was given to another provider who interrogated with manual programmer and again verified setting 8. Valve was placed into sterile cup with patient label." "Current system (prior to current externalization): right sided subdural to atrial shunt with small certas valve without siphonguard, set to 8 (since (B)(6)26)" "original system: right sided subdural to peritoneal shunt with certas programmable valve set to 3, placed 11/11/18 by physician" "concern for incompetent valve, as patient appeared to continue to have csf over-drainage despite setting of 8, confirmed on x-rays and programmer. Revisions: (B)(6) 23: externalization of subdural shunt, icp monitor placement, shunt ligation (bradycardia, hypertension, unilateral pupillary changes) (B)(6) 23: re-internalization of subdural shunt, exchange of subdural catheter and placement of new regular certas with siphonguard pre-set to 3; old certas clogged with arachnoid, distal tubing functioning well. Reprogramming: (B)(6) 18- changed from 3 to 4 - certas noted to still be at 3 during 2020 outpatient visit, clinically doing well so no changes made to setting at that time.